Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085818 . It was reported via FDA mw 5085818 that a patient of unknown age who underwent primary breast reconstruction post mastectomy with mentor smooth round high profile gel implants on (B)(6) 2011 developed widespread muscle pain , which progressed over time to include joint pain and stiffness, chronic fatigue and memory/ cognitive problems by 2012. She was diagnosed with fibromyalgia in 2013. Her symptoms increased over time and disabled her from her former career as an end of life rn. She sold her house in 2017, having been on social security disability since 2018 and moved into a one bedroom apartment. Having gone through physical therapy a number of times (2012, 2013, 2014, 2015, 2016) with futile effect. The patient also reported trying pool therapy with futile effect. The patient has been in weekly - monthly counseling which helps her cope. Cymbalta was prescribed for a few years with no effect on pain. Currently she take naproxen which is somewhat helpful. She needed evaluation in urgent care on occasion and have used robaxin and flexeril over brief periods of time which were somewhat helpful. She use ice packs at home for her worst areas of pain. Her recent and short term memory has been problematic over the past few years and neuropsychic testing has been discussed. She has consulted with a few plastic surgeons as to her breast implants being implicated and was discouraged from explanting. The patient plans on having another consult regarding en bloc explantation as shes learned through an online support group that many women feel better after explanting. The patient reports that she is a bit hesitant to explant as it's a significant decision, requires proper insurance and support and it could make post mastectomy pain syndrome worse. " no device issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No patient name or contact information was provided, therefore no follow up can be completed. Should additional information become available, this case will be reopened and reassessed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.